Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient wanted an explant of the device because of complaints of the ins not charging and the controller not communicating with the device. The rep noted that the patient had equipment replaced in the past. The rep reported that the patient was talked into a replacement with another manufacturer¿s system. The explant was scheduled for (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The product was returned for analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead product ID 97792 lot# n756798 product type accessory product ID 97792 lot# n756798 product type accessory h3. Analysis of the implantable neurostimulator (ins) nme706397h found the ins was functionally ok and had insignificant anomalies. H6: the conclusion code 11 no longer applies. The results code 3233 no longer applies. The method code 4118 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.